Event description:
It was reported that the customer had a missing pieces from the reservoir compartment and had a car accident on (B)(6) 2015 due to low blood glucose level. The customer blood glucose level was unknown at the time of the accident. The customer states she was in a car accident, and was not hospitalized. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.